Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported during a cfeg meeting, the surgeon encountered issues using norian reinforced fast set putty. Reportedly after 3-4 years of implantation in patients not being exposed to radiation, the soft tissue overlaying the material is thinning; subsequently exposing the implant and leading to implant removal. It has been seen in non load bearing areas or areas submitted to tension. Brain infection was not involved. This complaint is the second patient. The first patient was reported as mw 2520274-2012-03541.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.